Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code : no code available (secondary surgery, lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Corrected data: it is corrected to (B)(6) 2018 in the initial MDR. It is corrected to (B)(6) 2018 in the initial MDR. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens and there was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).